Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 444 mg/dl at the time of the call. The customer stated that there was a leak from the tubing. The customer stated that the cannula was bent. The customer was advised to change there reservoir and infusion set. The customer sent the sets back for analysis.